Manufacturer narrative:
A replacement transformer was sent to the customer. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusion can be made as to the cause of the event. Attempts to retrieve the product are ongoing. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under ir (B)(4). Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time.

Event description:
The customer reported to customer service that the screw fell out of the housing on the pump in style transformer exposing the inner wires which is a safety risk.